Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in a coronary artery. A 2.5 x 38 synergy¿ drug-eluting stent was implanted to treat the lesion and the procedure was completed. However, in less than 24 hours, a stent thrombosis was noted. No further patient complications were reported and the patient's status was fine.